Manufacturer narrative:
Evaluation summary: the device was returned loaded in guideliner catheter. Due to the blood residue present it was not possible to remove the device. It was placed in a waterbath to disperse blood. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 18-22nd distal stent wraps with struts bunched. Deformation was evident to the distal tip, with the tip appearing stubbed. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx rx drug eluting stent to treat a severely tortuous and calcified lesion located at the mid circumflex artery, exhibiting 99% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in-vivo when removing the device from patient after unsuccessful stent crossing lesion. It was described that the stent was caught on the edge of guideliner catheter and deformed the proximal end of the stent. The procedure was completed with another resolute onyx device. Patient status post-procedure is alive with no injury.